Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported to be due to the patient not being guided on disconnecting from the cycler for more than one hour; however, there was no report of a breach to the sterile pathway that occurred in the time the patient was done with therapy and the time they were helped off the device. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.